Event description:
It was reported that the patient was having pain when stimulation was turned on and hypersensitivity at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. The explanted devices will not be returned. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7071418/7071390.